Event description:
"Since the first adjustment there was always a small loss of volume compared to the insufflated volume. X-ray and "scintipgraphy" however showed no leakage. Exploring laparoscopy with methylene blue showed also no leakage, but because of history of loss of volume a new band was placed."